Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of infection and prosthesis wear. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. The reported infection and prosthesis wear could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected medical device, component, and investigation clinical codes.

Event description:
It was reported via legal documentation that approximately 2 months after a right total knee replacement procedure, the patient underwent a revision procedure to address joint pain, joint swelling and stiffness, tissue damage, re-revision surgery, synovitis, post-revision infection, irrigation and debridement, and placement of antibiotic beads. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Pending investigation. D10: concomitant devices are unknown.